Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received notification that the pump touchscreen graph was missing. Customer declined to upload pump data to confirm notification message. Reportedly, customer was not using the continuous glucose monitor (cgm) integration with the pump. No additional patient or event information was available. A root cause could not be determined